Event description:
Caller states the patient tested 10 mg/dl on the performa system while an additional professional device produced a result of 50-60 mg/dl within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
Event occurred in foreign country.